Event description:
Device malfunction: none. Time of symptoms/ae: after a carotid artery stenting procedure. Symptoms/ae: death. The following event was noted through a periodic article review. The article describes a 96 pt series of carotid artery stents that were implanted using the abbott acculink, boston carotid wallstent, and cordis precise. The stents were used with distal embolization protection devices. Reportedly, one pt died at home six days after an uneventful stenting procedure, presumably from a myocardial infarction. The investigator learned about the death when the pt failed to show up for a f/u duplex. This death will be conservatively filed/reported as 83% of the devices implanted were abbott devices. No add'l info was available.

Manufacturer narrative:
Attachment: carlos h. Timaran, eric b. Rosero, r. James valentine, j. Gregory modrall, stephen smith, and g. Patrick clagett; "accuracy and utility of three-dimensional contrast-enhanced magnetic resonance angiography in planning carotid stenting" journal of vascular surgery 2007; 46:257-264. The device remained in the pt and was not available for eval. The lot # was not identified; therefore, a device history record review could not be performed.